Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event was reported under pi1-11x8syz and is a duplicate.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Did the device staple? If the device deployed staples, were there any staples missing from the staple line? If the device deployed staples, what was the shape of the staples (b-formation, irregular, legs straight)? Were the staples seen in the surgical field? How was the procedure completed? Please describe how the tear in the bowel was repaired. How long was the operation time extended (minutes)? Were there any patient consequences as a result of the tear in the bowel or extended or time? Did the patient¿s post-operative care change as a result of these issues? Will the device be returned for analysis?

Event description:
It was reported that during an unknown procedure, the stapler fired but did not staple the bowel together. This caused a tear in the bowel which needed repaired prolonging the operation time. It was not noted how the case was completed.